Manufacturer narrative:
Result: there was no visible damage to the dh1s (-1) and (-2). The pc400 coil (-3) pusher assembly was fractured approximately 5.0 cm from the proximal end. The coil (-3) was detached from the pusher assembly and not returned. The proximal constraint sphere was inside the distal detachment tip (ddt). The pc400 coil (-4) pusher assembly was fractured approximately 5.0 cm from the proximal end, and the coil was detached and not returned. Conclusion: the complaint has been evaluated. The complaint indicated that the physician first attempted to place a (-3) pc400 coil 13x48 and then detach it, but the detachment failed. While trying to remove the pc400 coil 13x48, it detached and was pushed into place with the delivery wire. The first (-1) dh1 was disposed and the procedure was continued with a new dh1. During the second attempt, the physician tried to detach the (-4) pc400 coil 4x6 using the new (-2) dh1 and the coil did not detach. The pusher was broken to perform a manual detachment and the pull wire broke. While trying to remove the coil, it detached and was pushed into place with the delivery wire. Evaluation of the returned devices revealed that both dh1s (-1, -2) were functional, and both pc400 coils (-3, -4) pusher assemblies were damaged. The damage to the pc400 coils likely occurred from the physician's attempts to manually detach the coils. If an attempt is made to detach the pc400 coils in a tortuous vessel, it is likely that the pull wire will not retract because of the tension from the tortuosity in the vessels. During the attempt to remove the coils from the patient the tension on the pusher assembly was decreased, which resulted in the coils detaching from the pusher assemblies. Both dh1 (-1, -2) were tested using the production test fixture, and both dh1s actuated correctly and passed for both throw distance and pull force. The dh1s were functional. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils and penumbra coil 400 detachment handle. During the procedure, the physician was unable to detach a penumbra coil 400 using a penumbra coil 400 detachment handle. The physician unsuccessfully attempted to manually detach the pc 400 coil by breaking the pusher wire as well. The pc400 coil unintentionally detached in the microcatheter upon removal. The physician successfully advanced the detached penumbra coil 400 into the aneurysm using the pusher wire. The procedure continued and the physician was unable to detach another penumbra coil 400 using a new penumbra coil 400 detachment handle. The physician unsuccessfully attempted to manually detach the pc400 coil by breaking the pusher wire. Upon retraction the penumbra coil 400 unintentionally detached in the microcatheter. The physician successfully advanced the detached penumbra coil 400 into the aneurysm using the pusher wire. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device pusher wire is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00889, 00890, 00891.